Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and x24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. It was also reported that the pod's cannula was discovered bent, the adhesive was no sticking properly and the pod was leaking insulin. As treatment, the patient successfully activate a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone12.1. Cgm sensor type: g6.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.